Manufacturer narrative:
Insulin pump was received with blank display due to broken traces on interface board and lcd board. Unable to perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to blank display anomaly. Insulin pump had broken off motor housing, broken off end cap, cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was damaged and there was bloodstain on the case. The customer's blood glucose was 68 mg/dl at the time of incident. The customer stated that the insulin pump case was chipped. The insulin pump was returned for analysis.